Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The patient was revised on (B)(6) 2021 due to infection. Approximately one month after the first surgery. The surgeon explanted glenoid baseplante, glenosphere with screw, humeral cup ø40+3, stem ta6v size 10. The surgeon implanted glenoid baseplante, post extension, two standard screw, two locking screw, 135/145° ø40+6 cup, humeris stem ta6v size 10.